Event description:
Lung biopsy samples x2 taken by doctor without difficulty with supercore biopsy instrument (18ga x 15cm supercore biopsy instrument ref: 701118150 lot: 11385965). The third sample was taken, and after removal of biopsy instrument from co-axial needle mcxs1815lx, the biopsy instrument separated into 2 separate pieces and trapped tissue sample in instrument. Second biopsy instrument utilized from same lot number / reference number with same failure of instrument trapping tissue sample after removal, with biopsy instrument separating into 2 separate pieces. Third biopsy instrument from same lot and reference number was utilized without failure to obtain additional 3 tissue samples. Biopsy were able to be retrieved and sent for testing. FDA safety report ID # (B)(4).